Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2020 explanted: product type catheter product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and healthcare provider (hcp) regarding a patient who was receiving hydr omorphone with concentration 20 mg/ml and bupivacaine with concentration 40 mg/ml via an implantable pump for unknown indications for use. It was reported that the hcp did the catheter revision today ((B)(6) 2021) because " a couple of months ago" they did a dye study in which they were unable to aspirate. The date (B)(6) 2021 is considered an approximate date of event (specific month and year known only).  It was further noted that they had performed the dye study because they were concerned about the loss in therapeutic affect the patient was experiencing. The hcp then put the pump to minimum rate post-dye study (daily dose prior to dye study was unknown). The company representative checked the pump logs today confirming there was no issue with the pump logs.  It was stated at this time there was no known environmental, no known external, and no known patient factors that resulted in this catheter issue.  The catheter was planned to be returned the manufacturer for analysis. It was further reported that the company representative was in the middle of the catheter revision that the hcp was going to abandon. The hcp was unable to access the intrathecal space due to "a lot of stenosis" so he is going to refer the catheter revision out to a neurosurgeon who can drill into the spine and then place the catheter. It was being considered if the pump was ok left at minimum rate post catheter revision.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2020, explanted: product type catheter product ID 8780 lot# serial# (B)(6), implanted: explanted: product type catheter h3: the catheter was returned and no significant anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the company representative who reported that the patient was being sent to a neurosurgeon for replacement of the catheter, but the surgery had not yet been scheduled.